Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the user was unable to dispense controlled substance, all controls were greyed out and showed zero available. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation used in this incident, a technical support specialist confirmed that the issue was resolved by field service team or other group except technical support centre and no information was provided about the steps taken to resolve the issue. The system functioned as intended after the issue was resolved.